Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an arrhythmia acceleration was observed within six weeks of implant. On (B)(6) 2020, the issue was resolved by reprogramming. The patient was stable. Related manufacturer reference number: 2938836-2020-01453.